Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was not recognized by the console. As a result, the procedure could not be completed and was rescheduled. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscope inspection showed saline residue on the top of the ccp pins. The catheter was properly recognized by the imaging system when plugged into the mdu.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was not recognized by the console. As a result, the procedure could not be completed and was rescheduled. No patient complications were reported.